Event description:
The hosp reported that during a coronary artery bypass procedure, when the heartstring iii tether was cut, the assistant also cut the suture. A partial occlusion cross-clamp was applied to complete the anastomosis, off-pump. The pt experienced severely low blood pressure and rapid blood loss, requiring pressors and volume. A cell saver was used to return approximately 700-800cc of blood; transfusion was not needed. The hosp will not be returning the device for investigation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. The reported incident indicates that procedural factors contributed to the event. The heartstring iii IFU provides the user with sequential instructions on the proper use of the device, including reference illustrations. At no point in the IFU is the user directed to cut the suture. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).